Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis and there was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information the reported mitral stenosis was the result of procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The explanted clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. Mean pressure gradient (mpg) was 3mmhg. In (B)(6) 2019, the patient returned for a follow up visit as the symptoms had not resolved. Echocardiogram noted the clip was securely attached to both leaflets. The mpg was 6mmhg, therefore, the patient underwent mitral valve replacement on (B)(6) 2019. No additional information was provided.